Event description:
In 2007, the sales rep reported that during a transforaminal lumbar interbody fusion, the surgeon was putting the screw in and a piece of the head broke off as the surgeon was screwing it down. The screw was implanted and removed on the same date. There was a five min delay in surgery. There was no reported patient injury.

Manufacturer narrative:
Request has been made to obtain the product. Device MFR date is unk. Evaluation is pending upon the return of the product.